Event description:
It was reported that it was unable to do an IV. There was unknown patient involvement. During the investigation, it was found that there was a defective plunger pcb.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. During the investigation, it was found that the syringe ear sensor failed to detect. The problem is caused by a defective plunger pcb. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.